Manufacturer narrative:
Batch review performed on 20 march 2018; lot 114251: (B)(4) items manufactured and released on 10 february 2012, expiration date: 2016-12-31 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
On (B)(6) 2018 medacta us has been informed by the sales agent that the patient came in complaining of pain. On (B)(6) 2018 the surgeon swapped the poly as planned. The surgery was completed successfully.